Manufacturer narrative:
Initial.

Event description:
It was reported that the user unintentionally confirmed the ¿drops¿ step during an infusion set and cartridge supply change before visually verifying drops, after which customer care guided the user to repeat the supply change sequence and insulin delivery resumed. Symptoms included no reported adverse clinical effects. Outcomes included restoration of insulin delivery without escalation of care or hospitalization. Investigation included remote troubleshooting and user education through customer care. Investigation of this case revealed user error during the supply change workflow with no device malfunction identified and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was use error remediated by instruction and correct performance of the supply change steps.